Event description:
It was reported the patient recorded a high impedance alert on the left ventricular lead through the carelink transmission. The patient was brought into clinic, and interrogated. The impedance during the interrogation was back to normal levels. The patient does indicate there is some "soreness" under the arm pit area. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.